Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Although the report of a system error code 133.6090 was confirmed during log review, the error was not reproduced during laboratory testing. An external and internal inspection was carried out and no problems or anomalies associated with the complaint reported by the facility were found. The returned system was initially powered on in its "as received" condition but failed to turn on due to a completely discharged battery. After connecting it to ac power, the device successfully powered on, displaying error 133.6080 (backup speaker failure) instead of the reported error 133.6090 (main speaker failure). However, after a subsequent power cycle, the system error did not reappear. The pcu s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). The returned suspect pcu was connected along with a pump module from the dchu facilities, powered on, and programmed for an infusion at a rate of 10 ml/h for approximately 48 hours. During the test, no alarms or failures were observed. Multiple power on/off cycles (approximately 5 times) were then performed to replicate error 133.6090, but none were successful. As a final test, the battery and super capacitor on the logic board were discharged, yet the reported error still did not reappear, suggesting the issue may not be reproducible under controlled conditions. A review of the logs was conducted, and it was observed that the system error code '133.6090' which, according to the facility, occurred on (B)(6) 2025, was not recorded. However, between (B)(6) 2025, it was recorded a total of 13 times. On the date mentioned by the facility ((B)(6) 2025), no infusion was scheduled on the returned suspect pcu. System error tip sheet: the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility's clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 133.6090. There was no patient involvement.